Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using a proglide device after an interventional procedure for peripheral arterial occlusive disease (paod) using an 8f sheath. Reportedly, a suture (link) break occurred. An attempt was made with a second proglide device; however, a suture (link) break also occurred. An additional proglide devices was used to achieve hemostasis in the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device with the same reported issue referenced is filed under a separate medwatch report number.